Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6640440. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 10/17/2016. Corrected manufacture date: 11/01/2016 h3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator was not functioning. There was no patient harm. Manufacturer's ref #: (B)(4).